Event description:
Vns patient has experienced hoarseness and recurrent laryngeal nerve injury/traction since implant surgery. Treating neurosurgeon referred patient to an ent for evaluation. Stimulation has not yet been initiated. Investigation to date has been unable to determine whether the patient was diagnosed with vocal cord paralysis.